Event description:
On [redacted], patient reports noticeable leaking coming from the pump. Patient advised to report to oncology infusion center for further assessment by nursing. Patient arrived and nursing noted pump was leaking and almost empty. Nursing reviewed with ordering provider; recommendations to place order for a new pump to be connected. Unsure how much medication patient received as the pump is administered via gravity. Original order: fluorouracil 4000mg IV over 46hrs. New order: fluorouracil 2000mg IV over 24hrs. Lot number for chemo pump: 30291453.